Event description:
Pt notified nurse on (B)(6) 2016 that the eclipse homepump tubing broke off from the filter of the device. Model #e101000, lot #0202351120. Pt notified nurse on (B)(6) 2016 that the eclipse homepump filled with piperacillin-tazobactam 3.375 g/0.9% sodium chloride 75 ml, tubing broke off from the filter of the device.